Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the left device appeared to be buried in the endometrium/myometrium/ the left essure micro insert does not appear to be within the uterine canal') in a 24-year-old female patient who had essure (batch no. 628426,12407573) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. Previously administered products included for birth control: ortho micronor from (B)(6) 2009 to (B)(6) 2009; for an unreported indication: metoclopramide from (B)(6) 2009 to (B)(6) 2020, jolivette from (B)(6) 2009 to (B)(6) 2009, replica 21/7 from (B)(6) 2008 to (B)(6) 2009 and histinex from (B)(6) 2007 to (B)(6) 2009. Concurrent conditions included amenorrhea. Concomitant products included caffeine;paracetamol (excedrin) since 2011, diazepam (dizepam) from (B)(6) 2009 to (B)(6) 2009, naproxen from (B)(6) 2014 to (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"), 8 days after insertion of essure. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("essure device to the endometrium /migration of essure device location of device: endometrium"), pelvic pain ("sharp pelvic pain / pain pelvic area"), menstrual disorder ("menstruation issues"), pityriasis rosea ("pityriasis rosea") with rash and urticaria, abdominal pain ("pain:abdomen"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("allergy reaction"). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, pityriasis rosea, weight increased, abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, pityriasis rosea, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: hsg demonstrating a patent left tube ((B)(6) 2009). The left device was noted to be buried in the endometrium and possibly myometrium. The coil was easily placed in the left tube w/ 7 trailing coils on the left. Hysterosalpingogram ((B)(6) 2009) the left essure micro insert does not appear to be within the uterine canal or left fallopian tube with subsequent opacification of the left fallopian tube and contrast spillage noted. The right essure micro insert appears to be in satisfactory position. Patient received treatment foe pain,bleeding,allery reaction,migration diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion.unilateral occlusion (right tube occluded), malposition of essure device.; on (B)(6) 2009: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2014: bilateral essure micro-inserts are seen in both fallopian tubes with the central aspect of the inserts in the fundal endometrial cavity. Lot number: 12407573 manufacture date: 2009-07 expiration date: 2012-06. Lot number: 628426 manufacture date: 2008-11 expiration date: 2011-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the left device appeared to be buried in the endometrium/myometrium/ the left essure micro insert does not appear to be within the uterine canal') in a 24-year-old female patient who had essure (batch no. 628426,12407573) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. Previously administered products included for birth control: ortho micronor from (B)(6) 2009 to (B)(6) 2009; for an unreported indication: metoclopramide from (B)(6) 2009 to (B)(6) 2019, jolivette from (B)(6) 2009 to (B)(6) 2009, replica 21/7 from (B)(6) 2008 to (B)(6) 2009 and histinex from (B)(6) 2007 to (B)(6) 2009. Concurrent conditions included amenorrhea. Concomitant products included caffeine;paracetamol (excedrin) since 2011, diazepam (dizepam) from (B)(6) 2009 to (B)(6) 2009, naproxen from (B)(6) 2014 to (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"), 8 days after insertion of essure. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("essure device to the endometrium /migration of essure device location of device: endometrium"), pelvic pain ("sharp pelvic pain / pain pelvic area"), menstrual disorder ("menstruation issues"), pityriasis rosea ("pityriasis rosea") with rash and urticaria and abdominal pain ("pain:abdomen"). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, pityriasis rosea, weight increased, abdominal pain, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, pityriasis rosea, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: hsg demonstrating a patent left tube ((B)(6) 2009). The left device was noted to be buried in the endometrium and possibly myometrium. The coil was easily placed in the left tube w/ 7 trailing coils on the left. Hysterosalpingogram ((B)(6) 2009) the left essure micro insert does not appear to be within the uterine canal or left fallopian tube with subsequent opacification of the left fallopian tube and contrast spillage noted. The right essure micro insert appears to be in satisfactory position. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion.unilateral occlusion (right tube occluded), malposition of essure device.; on (B)(6) 2009: essure device was successfully occluded.. Ultrasound scan vagina - on (B)(6) 2014: bilateral essure micro-inserts are seen in both fallopian tubes with the central aspect of the inserts in the fundal endometrial cavity.. Lot number: 12407573 manufacture date: 2009-07 expiration date: 2012-06. Lot number: 628426 manufacture date: 2008-11 expiration date: 2011-11. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-jun-2019: quality safety evaluation of product technical complaint.. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the left device appeared to be buried in the endometrium/myometrium/ the left essure micro insert does not appear to be within the uterine canal') in a (B)(6) female patient who had essure (batch no. 628426,12407573) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. Previously administered products included for birth control: ortho micronor (B)(6) 2009; for an unreported indication: metoclopramide from (B)(6) 2009 to (B)(6) 2019, jolivette (B)(6) 2009, replica 21/7 from (B)(6) 2008 to (B)(6) 2009 and histinex from (B)(6) 2007 to (b)(46) 2009. Concurrent conditions included amenorrhea. Concomitant products included caffeine;paracetamol (excedrin) since 2011, diazepam (diazepam) (B)(6) 2009, naproxen (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"), 8 days after insertion of essure. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("essure device to the endometrium /migration of essure device location of device: endometrium"), pelvic pain ("sharp pelvic pain / pain pelvic area"), menstrual disorder ("menstruation issues"), pityriasis rosea ("pityriasis rosea") with rash and urticaria and abdominal pain ("pain:abdomen"). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, pityriasis rosea, weight increased, abdominal pain, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, pityriasis rosea, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: hsg demonstrating a patent left tube ((B)(6) 2009). The left device was noted to be buried in the endometrium and possibly myometrium. The coil was easily placed in the left tube w/ 7 trailing coils on the left. Hysterosalpingogram ((B)(6) 2009) the left essure micro insert does not appear to be within the uterine canal or left fallopian tube with subsequent opacification of the left fallopian tube and contrast spillage noted. The right essure micro insert appears to be in satisfactory position. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Unilateral occlusion (right tube occluded), malposition of essure device.; on (B)(6) 2009: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2014: bilateral essure micro-inserts are seen in both fallopian tubes with the central aspect of the inserts in the fundal endometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2019: pfs & mr received. Lot number was added. New reporter's was added. Case become medically confirmed. Patient's demographics were added. Added event abnormal bleeding (vaginal, menorrhagia),depression, mental anguish, migraines ,headaches,dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, hives, pityriasis rosea ,weight gain,the left device appeared to be buried in the endometrium/myometrium/ the left essure micro insert does not appear to be within the uterine canal. Club events: 'migration of essure device location of device: endometrium' clubbed with "device expulsion,"; " skin rash" clubbed with "rash". Medical history, historical drug, concomitant drug, concomitant conditions, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the left device appeared to be buried in the endometrium/myometrium/ the left essure micro insert does not appear to be within the uterine canal') in a 24-year-old female patient who had essure (batch no. 628426,12407573) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. Previously administered products included for birth control: ortho micronor from (B)(6)2009 to (B)(6)2009; for an unreported indication: metoclopramide from (B)(6) 2009 to (B)(6)2020, jolivette from (B)(6) 2009 to (B)(6)2009, replica 21/7 from (B)(6) 2008 to (B)(6)2009 and histinex from (B)(6)2007 to (B)(6)2009. Concurrent conditions included amenorrhea. Concomitant products included caffeine;paracetamol (excedrin) since 2011, diazepam (dizepam) from (B)(6) 2009 to (B)(6)2009, naproxen from (B)(6) 2014 to (B)(6)2014 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"), 8 days after insertion of essure. On (B)(6)2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("essure device to the endometrium /migration of essure device location of device: endometrium"), pelvic pain ("sharp pelvic pain / pain pelvic area"), menstrual disorder ("menstruation issues"), pityriasis rosea ("pityriasis rosea") with rash and urticaria, abdominal pain ("pain:abdomen"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("allergy reaction"). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, pityriasis rosea, weight increased, abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, pityriasis rosea, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: hsg demonstrating a patent left tube ((B)(6)2009). The left device was noted to be buried in the endometrium and possibly myometrium. The coil was easily placed in the left tube w/ 7 trailing coils on the left. Hysterosalpingogram ((B)(6)2009) the left essure micro insert does not appear to be within the uterine canal or left fallopian tube with subsequent opacification of the left fallopian tube and contrast spillage noted. The right essure micro insert appears to be in satisfactory position. Patient received treatment foe pain,bleeding,allery reaction,migration diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: results: total bilateral occlusion.unilateral occlusion (right tube occluded), malposition of essure device.; on (B)(6)2009: essure device was successfully occluded.. Ultrasound scan vagina - on (B)(6)2014: bilateral essure micro-inserts are seen in both fallopian tubes with the central aspect of the inserts in the fundal endometrial cavity.. Lot number: 12407573 manufacture date: 2009-07 expiration date: 2012-06. Lot number: 628426 manufacture date: 2008-11 expiration date: 2011-11. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: pfs received.new events:abdominal bleeding, allergy reaction was added,new reporter added incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.